Manufacturer narrative:
On (B)(6) 2020, the product investigation was completed. It was reported that a patient underwent cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small where hemostatic valve dysfunction occurred. It was reported that the valve of the vizigo sheath did not work properly causing bleed back. The caller replaced the sheath and the case continued without patient consequences. The root cause of the issue was sheath related, carto3 system is operating per specs. On (B)(6) 2020, biosense webster inc. Received additional information about the event. It was reported the deficiency was noticed while the device was used on the patient. The rubber in the hemostatic valve pushed back. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. No percutaneous or surgical removal was required. There was no excessive blood return, no intervention required for bleeding and no hemodynamic instability due to blood loss (approximately 30cc). Device evaluation details: a visual inspection was performed and it was found that the hemostatic valve is dislodged inside the hub of the device. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve and bleed back since stress marks and physical damage on the outer diameter were observed under microscope which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath. Always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record was performed and no internal actions related to the reported complaint were identified. The customer complaint was confirmed. The root cause of the dislodged hemostatic valve inside the hub could be related to handling of the device during the procedure however, this cannot be conclusively determined. The odp (optimal device performance guide) provide additional instructions on how to insert the dilator into the sheath. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. A manufacturing record evaluation was performed for the finished device 00001297 number, and no non-conformances related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
Investigation is in progress, once completed a supplemental will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small where hemostatic valve dysfunction occurred. It was reported that the valve of the vizigo sheath did not work properly causing bleed back. The caller replaced the sheath and the case continued without patient consequences. The root cause of the issue was sheath related, carto3 system is operating per specs. On 7/11/2020, biosense webster inc. Received additional information about the event. It was reported the deficiency was noticed while the device was used on the patient. The rubber in the hemostatic valve pushed back. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. No percutaneous or surgical removal was required. There was no excessive blood return, no intervention required for bleeding and no hemodynamic instability due to blood loss (approximately 30cc).